Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage. Missing piece of the shell due to inconclusive.

Event description:
Health professional additionally reported "small mass" and capsular contracture, baker grade I/ii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.